Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, it was reported the device was explanted due to migration of the electrode array (specific date not reported). The patient was reimplanted with a new device during the same surgery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. This report is filed july 18, 2014.